Manufacturer narrative:
Visual inspection performed by r&d project manager: revision due to primary mobilization. Implant almost intact as new. No-implant related failure root cause.

Manufacturer narrative:
Clinical evaluation performed by medical affairs manager: hip dislocation few days after primary implantation. According to the report, this event occurred while moving in bed. Hip dislocation may be due to component positioning or insufficient soft tissue tensioning; it can hardly be caused by standard devices. Visual inspection performed by r&d project manager: revision due to primary mobilization. Implant almost intact as new. No-implant related failure root cause. Batch review performed on 08 april 2019: lot 186282: (B)(4) items manufactured and released on 19-dec-2018. Expiration date: 2023-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional components involved: stem: amistem h 01.18.173 amistem-h proximal coating std stem size 3 (k161635), lot 184654: (B)(4) items manufactured and released on 07-nov-2018. Expiration date: 2023-10-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: cc e cc light 01.26.3244hct flat pe hc liner ø 32 / e (k103352), lot 187111: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Three weeks after primary surgery, the patient moved in bed so there was a luxation of the hip. The head dislocated from the liner. In addition to the luxation, the stem got turned/rotated. The stem was replaced by an amistem-c. Head was replaced as well. Primary surgery was in amis. The bone quality was not so good, in particular on the proximal part.